Event description:
It was reported to boston scientific corporation that a resolution clip device was used for a hemostasis in the colon, performed on (B)(6), 2009. (Age is unknown but has been reported to be over 18 years). According to the complainant, during the procedure, the physician felt resistance when pulling the slider and withdrew the clip from the scope to determine the cause. The physician found that the blue grip had detached from the oversheath. The case was completed with a another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).